Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the larger bal seal is damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the back of these instruments broke. This was out of an office set. Did not affect a surgery. Did not affect any patient. No pieces were left in a patient.